Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after a surgery the knotless ac tightrope ar-2371bl tore and the clavicle re-ascended. No further information was provided. Update 19-feb-2026. It was confirmed that the initial surgery was performed in (B)(6) 2025 and the incident occurred when the patient allegedly "caught a television". The revision surgery was performed on (B)(6) 2026. The patient was treated with autograft + fibertape + hook plate.